Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, signs of infection in the lower inner quadrant several weeks ago¿, ¿fibrosis related to periprosthetic capsule." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and infection.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, signs of infection in the lower inner quadrant several weeks ago¿, ¿fibrosis related to periprosthetic capsule." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, signs of infection in the lower inner quadrant several weeks ago¿, ¿fibrosis related to periprosthetic capsule." The device has been explanted.